Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the sensor performance deviated from normal behavior. The RMA was authorized due to the deviation in sensor performance where there was mismatch observed between the sensor readings and calibration entries. Upon receipt of the RMA, the sensor (B)(6) was tested in-house and the qc data from the testing showed no performance malfunction. Per the in-house testing, the failure mode could not be reproduced during the returned product analysis. Thus, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself in the body could not be reproduced in the lab. The in vivo glucose data showed transient noise in the glucose values, which potentially contributed to sensor inaccuracies.

Event description:
On march 10 th 2023, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.